Event description:
It was reported that a system error (se) 2240 (air in set) occurred on the homechoice (hc) during initial drain, while the hp was connected. The technical service representative (tsr) explained the air alarm. The home patient (hp) had not primed the extension line properly. The tsr had them cycle the power to get back to start. The hp was told to use new supplies for the new setup. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. It was determined that the cause of the event was due to the patient connecting their patient line prior to priming being completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A supplemental report will be submitted if any additional relevant information becomes available.